Event description:
Pt brought in to the hosp for removal and reimplantation of breast implants. Breast implants implanted in 1976. Postoperative diagnoses were: gross rupture of right breast implant, leak versus minimal rupture of the left breast implant. Bilateral dense capsular contracture with calcific foreign body reaction. The breasts were reconstructed. It was noted that the capsule on the left side was somewhat better defined, there was not multi-lobulated nature to it and no extra capsular extravasation of silicone within the capsule. There was some evidence of bleed or partial rupture, although the implant was in significantly better shape than on the right. Pt recovered and was discharged to home.